Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) alert. Boston scientific technical services (ts) was contacted for review, but recent data is not available as a remote data transmission has not occurred since may 20th, 2024. Ts requested data from the programmer to assess the bd alert. Additionally, it was noted that the patient's previous device also exhibited premature depletion. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.